Event description:
"Free flow incident occurred twice", patient with a history of intravenous drug abuse, admitted for surgery at hospital. Postoperatively placed on pump with dilution of ms04 and bupivacaine at 4cc/hr. Overinfused of 28cc in 15 mins, pump was then removed, patient had a respiratory arrest and was intubated. Unknown time later patient put on propofol infusion at unknown dosage and unknown rate, with a free flow incident of 550ml in 5 mins, with no reported complication. Bio med collected pump and opened case to find "2 pumping mechanism screws loose and 2 pumping mechanism screws free in case".